Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).

Event description:
It was reported that a patient underwent a surgical removal of a basal cell carcinoma from the upper left arm on (B)(6) 2011 and suture was used. The patient experienced inflammation and swelling at the site of the wound. According to the patient, approximately (B)(6) after the procedure, the patient was able to remove one internal stitch, which was intact. After the external stitches had been removed, movement of the arm caused the internal stitches to pull. An infection developed under the external scar. After about (B)(6), the patient was able to dig out another one of the still intact stitches . At least one internal stitch remained. In a postoperative check (B)(6) after use of the internal stitches, the remaining internal stitches had not been absorbed. The patient was given a corticosteroid injection at the site of the scar and nothing changed. At a follow up visit approximately (B)(6) after the initial procedure, the inflammation around the remaining internal stitches remained. The patient stated that a plastic surgeon may remove the internal stitches and scar.